Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement due to eri, externalized conductors were observed on x-ray. Lead was capped and replaced on (B)(6) 2016. Patient's condition was good.